Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps/instructions.

Event description:
It was reported that the procedure was to treat the femoral artery with mild calcification, mild tortuosity and 80% stenosis. A .018 abbott guide wire was used with the absolute pro. The 8x60 mm absolute pro self expanding stent system (sess) was advanced to the target lesion; however, the release was incomplete and the stent partially deployed. Another device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire in conjunction with interaction with the mildly calcified, mildly tortuous and 80% stenosed anatomy resulted in the distal shaft becoming bent resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation failure. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU), states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.